Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer tried three new batteries but the display did not turn back on. Customer's blood glucose level was below 70 mg/dl. She treated with some peppermints. The device was not returned.